Manufacturer narrative:
The product has been returned back for investigation. However, extended investigation is pending at this time. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 71 mg/dl,95 mg/dl and 93 mg/dl compared to readings of 188 mg/dl,155 mg/dl and 155 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 3 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was successfully extracted from the returned sensor using approved software. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with a removal of a properly applied sensor. As a result, the sensor had recognized its removal and had terminated in which the sensor was working as intended. The returned sensor was further investigated and de-cased. Sensor was observed to be damaged during de-casing. Sensor did not communicate with evaluation module (evm). An extended investigation was performed. A visual inspection of the de-cased returned sensor puck and its printed circuit board assembly (pcba) revealed broken tracks on the pcba and loose molex connector. All scan attempts were unsuccessful, and the puck was unable to communicate with the evaluation module (evm). The damage observed on the pcba tracks and molex connector prevented functionality testing from being performed. As a result, the investigation could not be continued because the sensor was no longer in a condition suitable for functionality testing; therefore, this issue is unable to test. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 71 mg/dl,95 mg/dl and 93 mg/dl compared to readings of 188 mg/dl,155 mg/dl and 155 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 3 days. There was no report of death, serious injury, or mistreatment associated with this event.